Event description:
It was reported that the funnel inflated when attempting to inflate the balloon with water.

Manufacturer narrative:
Received only catheter for evaluation. The evaluation observed a dent on the shaft which caused the water to be difficult to inflate. The dent was not permanent and could be released . The exact cause, where and how the event occur could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the funnel inflated when attempting to inflate the balloon with water.